Manufacturer narrative:
(B)(4)

Manufacturer narrative:
This report is filed (B)(4) 2013.

Event description:
Per the clinic, the device was explanted on (B)(6) 2013, due to an allergic reaction to the silicon. The patient was reimplanted with another manufacturer's device during the same surgery.